Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures, the main arm cannot communicate with the motor arm and motor processor did not report the coasting as finished in reasonable time. Customer did not recall blood glucose at the time of incident. The insulin pump passed displacement. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 3 or pump error 80 noted. Pump error 63 alarm confirmed in the pump history due to software error.